Event description:
Additional information was received from a manufacturer representative on (B)(6). It was reported that the patient's original appointment was snowed out and the patient was rescheduled for (B)(6) at 2:30pm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The patient was seen on (B)(6) 2019 and the logs confirmed that the pump had a low reservoir alarm occur on (B)(6) 2019 and an empty reservoir alarm occurred on (B)(6) 2019. The pump was still implanted and was still empty. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
The initial report indicated adverse event & product problem in error and should have instead indicated product problem only. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone via an implantable pump for non-malignant pain. The dose or concentration of hydromorphone was believed to be ¿.007¿. It was reported that the patient was hearing a tri-tone / critical pump alarm and they hade moved so they did not have a healthcare provider (hcp). The sound heard was consistent with a pump alarm. It was further reported that the patient was taken via ambulance to the hospital due to an "unrelated stomach virus¿ and that they were just dehydrated which was stated as unrelated. The hospital wanted to treat the patient for withdrawal, but they insisted that it couldn't be. The patient connected with a doctor who said that they couldn't silence the alarm and the pump was destroyed. The patient really wanted to get the pump going as it was helping them at least 90%. Physician listings were provided. On 2019 (B)(6)a company representative later reported that they planned to reach out to the patient. No further patient complications have been reported as a result of this event.